Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video scope had a slight tear in light guide portion of scope. The issue occurred during reprocessing. The sterile processing department (spd) believed they could not sterilize the scope without causing further damage. There was no patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope had a slight tear in light guide portion of scope. The issue occurred during reprocessing. The sterile processing department (spd) believed they could not sterilize the scope without causing further damage. There was no patient involvement.